Event description:
The manufacturer received information alleging a ventilator's tidal volumes were low. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's flow sensor needs replaced due to contamination.